Event description:
The baxter service technician reported an infusion pump with failure code 3, found during service. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact information was provided.